Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 19 mg/dl at time of the hospital admission. Customer was sleeping and could not be woken. Customer had a cat scan with the device on. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked lcd zebra connector. The insulin pump had minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.